Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and adjusted the battery charger. The system operates as intended.

Event description:
The customer reported the system shut down and would not boot up. No pt injury was reported.